Event description:
A trilogy 100 ventilator was returned to the manufacturer for evaluation due to the complaint of the blower is not turning on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not power on and operate as intended. Error codes e-11 and e-12(blown motor) were found in the ventilator's downloaded error log. It was recommended replacing the device's blower motor assembly to address the issue. The unit is being returned to the customer unrepaired. The inlet air path assembly and removable air path foam was replaced per remediation.